Event description:
It was reported that the patient with this lead exhibited loss of capture (loc) when placed in a prone position. A revision procedure was performed and this lead was capped, surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).